Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. The instrument was found to have damage to the conductor wire insulation at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. The complaint of frayed black insulation was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had fraying of black insulation coating on the cable. It was noted by sterile processing staff. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was not clear when the damage was noted by central processing staff. Instruments are inspected prior to and during reprocessing. There were no wires exposed and no loss of cautery noted. The procedure was completed with the same instrument. There was no damage or anything out of the ordinary noted by surgical staff during or immediately after the case in which this instrument was used.